Manufacturer narrative:
Additional info: further information was provided, and the lens was fully inserted and removed during same-procedure. The event was attributed to both anatomy and lens issue. The patient had a complicated eye. Patient had a dense cataract that was hard time to remove; the lens bag was unstable and caused the lens to dislocate. This was the reason the patient was left aphakic. A vitrectomy was required. A new lens was implanted at another facility. The patient's date of birth, gender, and surgeon's name was provided. No other information was provided. The following section has been updated accordingly: age/date of birth:(B)(6) 1928 section a3: sex/gender: female section e1: first name: (B)(6). Section e1: last name: (B)(6). Section e2: health professional: yes. Section e3: occupation: physician all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. (B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number, however, the complaint issue was a low risk and no investigation was required. The complaint issue was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was opened and not used. A vitrectomy was required. The patient was left aphakic. The iol was discarded. No additional information was provided to johnson & johnson surgical vision.